Event description:
Reporter had a severe allergic or toxic reaction to the vapors released upon opening the bags. Had another severe reaction 09/21/1999. Reporter sought medical help and was put on steroids.